Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was programmed off until it was repositioned later the same week. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).